Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during initial implant procedure, the lead would not capture. It was also noted that the helix would not fully extend. The lead was replaced. Patient was stable.